Event description:
It was reported that the device's emergency switch was broken. It was noted that the damaged device was functional. There was no patient involved.

Manufacturer narrative:
As of today, the referenced laser console has not been returned; therefore, no physical or visual analysis of the product could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse replaced the emergency stop button. The laser console passed full functional testing. The device instructions for use (IFU) and operators' manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the device's emergency switch was broken and was functionally damaged. There was no patient involved in the event.

Manufacturer narrative:
Correction to field d4. Lot number update to field h11: product analysis as of today, the referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse replaced the emergency stop button. The laser console passed full functional and electrical safety testing. A review of the device instructions for use (IFU) and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. Based on the information available and analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the device's emergency switch was broken, and the damaged device was functional. It was noted that the customer broke the emergency switch by turning it too hard and the system was not under contract. There was no patient involved.